Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a calcified lesion located in the proximal cx exhibiting 80% stenosis. It was reported that after a previous stent had been implanted an attempt was made to advance the device in a very calcified lesion and it was informed that the stent was difficult to advance. During advancement the stent dislocated from the balloon without migration. The stent was implanted. No patient injury reported.

Manufacturer narrative:
Additional information: no excessive force was used. The stent detached from the balloon in an attempt to retrieve the device. It was reported that the intention was to predilate further with a bigger balloon and try with the stent again after further pre-dilation. No further intervention was required. The lesion in the proximal cx was moderately calcified. The lesion in the ostium of the left main was moderately was calcified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Another resolute onyx stent was implanted in the prox cx, and another resolute onyx stent was implanted in the lmca. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: an image shows the lesion in the proximal lcx as reported by the account. Tortuosity and calcification shown by patchy regions along the vessel are visible. Pre-dilation is evident from the images. A contrast image shows the treated lesion which appears to have improved flow as shown by the path of contrast. The next image captures the dislodged stent immediately distal to the guide catheter tip. There were no images capturing the attempted delivery of the resolute onyx 3.0x18mm device or the withdrawal of the stent delivery system. A balloon is delivered through the stent and the stent is deployed. Another stent is delivered distally to the deployed stent and deployed. Another stent is delivered to the proximal lcx and deployed. Two views of contrast images show the treated lesion which appears to have improved flow as shown by the path of contrast in the vessel. There were no images showing the reported resistance. There were no images showing progressively larger balloons used to deploy the stent. If information is provided in the future, a supplemental report will be issued.